Event description:
During a device upgrade procedure, the right ventricular(rv) lead was explanted and replaced due to a decrease in sensing. The patient's condition was stable following the procedure.